Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, diabetic ketoacidosis and hospitalization. Customer's blood glucose level was 954 mg/dl. Troubleshooting was performed. Customer vomited and treated their high blood glucose via insulin drip, IV fluids and they were hospitalized in the intensive care unit for two days. The insulin pump will not be returned for analysis.